Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not properly functioning to deliver insulin. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to provide any further information on the reported event and declined to perform troubleshooting. Reportedly, the pump was functioning as intended at the time the issue was reported.